Manufacturer narrative:
Additional information received from the patient's daughter reported that the device was defective, there was infection, the patient received multiple shocks and other serious injuries. The device was removed and replaced. The cause of death provided by the family is heart failure. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The report was received over two years after the patient expired. There is no allegation from a healthcare professional that the death was device related.

Manufacturer narrative:
Additional information received from the patient's daughter reported that the device was defective, there was infection, the patient received multiple shocks and other serious injuries. The device was removed and replaced. The cause of death provided by the family is heart failure. Additional information received indicated that the device malfunction noted by patient's daughter was a competitor device that was replaced by the 7299 model. The patient did have an episode (B)(6) post implant with swelling and a hematoma. A wound irrigation was performed, there was no obvious pus or odor suggestive of infection and the device remained in use. Approximately (B)(6) after device implant the patient is reported to have had swelling at pacemaker site and the device was removed due to possible chronic infection. Patient's family also stated that death was due to heart attack and was previously noted to be due to congestive heart failure. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The report was received over two years after the patient expired. There is no allegation from a healthcare professional that the death was device related.

Manufacturer narrative:
Additional information received from patient's family indicated that erosion was present, the device "was malfunctioning", had premature battery depletion and was not capturing. The family also noted that the patient died of "sudden death" prior to replacement. Additional information received from the patient's daughter reported that the device was defective, there was infection, the patient received multiple shocks and other serious injuries. The device was removed and replaced. The cause of death provided by the family is heart failure. Additional information received indicated that the device malfunction noted by patient's daughter was a competitor device that was replaced by the 7299 model. The patient did have an episode (B)(6) weeks post implant, with swelling and a hematoma. A wound irrigation was performed, there was no obvious pus or odor suggestive of infection and the device remained in use. Approximately (B)(6) months after device implant, the patient is reported to have had swelling at pacemaker site and the device was removed due to possible chronic infection. Patient's family also stated that death was due to heart attack and was previously noted to be due to congestive heart failure. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The report was received over two years after the patient expired. There is no allegation from a healthcare professional that the death was device related. Patient is reported to have had necrosis and recurrent inflammation of device site. Information alleges the adaptor between competitor leads and ICD resulted in loss of capture and "wasn't working" however, information about the adaptor is not known.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The report was received over two years after the patient expired. There is no allegation from a healthcare professional that the death was device related. Other: the patient's daughter reported that the patient passed away in 2005. She alleges that the dr. Notes said the device was "disabled," and she was told the device was not working. Cause of death has been requested but not received. Additional information was subsequently received reporting that the device had been removed due to infection. Nothing was wrong with the device, and the patient did not received another device. No conclusion can be drawn, device, inoperable.

Manufacturer narrative:
Additional information received from patient's family indicated that erosion was present, the device "was malfunctioning", had premature battery depletion and was not capturing. The family also noted that the patient died of "sudden death" prior to replacement. Additional information received from the patient's daughter reported that the device was defective, there was infection, the patient received multiple shocks and other serious injuries. The device was removed and replaced. The cause of death provided by the family is heart failure. Additional information received indicated that the device malfunction noted by patient's daughter was a competitor device that was replaced by the 7299 model. The patient did have an episode three weeks post implant with swelling and a hematoma. A wound irrigation was performed, there was no obvious pus or odor suggestive of infection and the device remained in use. Approximately sixteen months after device implant, the patient is reported to have had swelling at pacemaker site and the device was removed due to possible chronic infection. Patient's family also stated that death was due to heart attack and was previously noted to be due to congestive heart failure. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The report was received over two years after the patient expired. There is no allegation from a healthcare professional that the death was device related.

Event description:
The patient's daughter reported that the patient passed away in 2005. She alleges that the dr. Notes said the device was "disabled," and she was told the device was not working. Cause of death has been requested but not received. Additional information was subsequently received reporting that the device had been removed due to infection. Nothing was wrong with the device, and the patient did not received another device.